Event description:
A report received from the USA stated an ht70 plus stopped ventilating while being used on a patient. The pt was manually ventilated until a second ventilator was set-up for use. There was no reported negative consequences to the pt.

Manufacturer narrative:
This device is being returned to the manufacturer for further evaluation. As additional info is received, a supplemental report will be issued. (B)(4).

Manufacturer narrative:
(B)(4). The ventilator was received for evaluation. Visual inspection reviewed no anomalies. Functional tests were performed, without issues. The unit was allowed to ventilate overnight, and no malfunctions were observed during this time. The customer reported event was not verified, as the unit was found to be functioning as intended.